Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no longer being able to hear with the device. There is no report of any accident or trauma. A follow-up appointment is planned.

Event description:
The user reported no longer being able to hear with the device. There is no report of any accident or trauma. The device has been explanted.

Manufacturer narrative:
Device investigation results are indicative of multiple fatigue fractures due to chronic implant movement which has led to device failure over time. No trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.